Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Although the family did not report any specific trauma, they said that the child is very active and could have been hit his head without the family seeing. During the session, the child never stopped moving and tended to climb on things all the time. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Although the family did not report any specific trauma, they said that the child is very active and could have been hit his head without the family seeing. During the session, the child never stopped and tended to climb things all the time. Both side affected channels were detected on the same day. Re-implantation is considered.

Event description:
Although the family did not report any specific trauma, they said that the child is very active and could have been hit his head without the family seeing. During the session, the child never stopped moving and tended to climb on things all the time. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Although the family did not report any specific trauma, they said that the child is very active and could have been hit his head without the family seeing. During the session, the child never stopped moving and tended to climb on things all the time. The user has been re-implanted.